Event description:
It was reported that noise was observed on the right atrial lead contributing to multiple mode switches. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that noise was observed on the right atrial lead contributing to multiple mode switches. It was also reported that the cause of the noise has not been determined. The patient is due for follow up and at that time will determine if there is any further noise. There was no intervention. The lead remains in use. No patient complications were reported as a result of this event. It was reported that noise was observed on the right atrial lead contributing to multiple mode switches. The lead remains in use. No patient complications were reported as a result of this event. (B)(6) 2011 it was also reported that the cause of the noise has not been determined. The patient is due for follow up and at that time will determine if there is any further noise. There was no intervention.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.